Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported there was an impedence increase to 1000 ohms. It was also reported the impendence was erratic. The lead was replaced. No patient complications were reported as a result of this event. It was reported there was an impedence increase to 1000 ohms. It was also reported the impendence was erratic. The lead was replaced. Additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.